Event description:
It was reported during a prostate procedure the first fiber was plugged into laser and laser would not switch from "standyby" to "ready" mode. A second fiber was used and the aim beam fired straight out of fiber at 48000 joules. A third fiber was used to complete the case. No pt or user injury was reported.

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber.